Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a audio tone/vibration (dual alarm failure) issue. The reporter stated that the pump did not emit an audible tone/ vibration for a programmed reminder. The audible tones and vibration were allegedly functional for bolus programs during troubleshooting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission, 01/27/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was powered on and emitted the appropriate audible tones and vibration. An alarm and warning were reproduced with the sound settings set to high, and the pump emitted the appropriate audible tones. The same test was done with the settings set to vibrate, and the pump emitted the appropriate vibratory alerts. The audible sound tested within specifications. No defect was found.